Manufacturer narrative:
Device evaluation update: g3, g6, h2, h3, h6 and h10. The suspect device was returned for evaluation. However, vyaire medical was not able to confirm the reported issue, low delivered fio2. Visual inspection showed no damages. The gde when powered on vent inoperable alarm activated. Reviewed error log and found "bad cal, exv" present at start up, and cause of "vent-inoperable" condition. Entered tuning menu and performed exhalation valve characterization and passed. Cycled power and entered user mode. "Vent-inoperable" alarm no longer present. Initial blender calibrations and new calibrations differed by no more than 0.8%. Cycled power and allowed gde to run on blending accuracy settings for approximately 1 hour. Gde running with no anomalies to note, fio2 readings remaining within factory spec. The reported complaint was unable to be duplicated. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available

Manufacturer narrative:
Vyaire file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. No root cause has been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
The customer reported that the avea ventilator experienced low delivered fio2 (fraction of inspired oxygen). The customer confirmed that there was no patient involvement associated with the reported event.